Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 17mm amplatzer septal occluder (aso) was implanted in a pediatric patient with a complex medical history including an atrial septal defect and multiple ventricular septal defects. On (B)(6) 2015, the patient was admitted for further cardiac evaluation. The following day, a pacemaker implanted in 2013 was interrogated and the underlying rhythm was high grade av block with a junctional escape and an atrial rate of 110-120/min. Reprogramming was performed and milrinone was increased to optimize heart failure regimen. On (B)(6) 2015, the patient underwent right and left cardiac catheterization and closure of multiple residual vsds with two 6mm amplatzer muscular vsd occluders (muscvsd). During the procedure, there was significant ectopy and hypotension at the time of implant. During implant of the 2nd vsd closure device, the patient developed hypotension refractory to phenylephrine and epinephrine boluses and the procedure was abandoned. Surgery was consulted. Echocardiogram revealed poor function. The patient had a peak lactate of 4 with acidosis. Following the use of vasopressin, epinephrine, and milrinone infusions titrated/ initiated, some improvement was noted. A repeat echo confirmed function remained depressed and the decision was to not place the patient on ECMO. A total of 2 amplatzer devices vsd closures for 3 total attempted vsds. Further work up confirmed a left coronary occlusion with left to right shunting and on (B)(6) 2015, the patient was taken to the operating room for left coronary revascularization, pa band revision, aso removal and was place on ECMO. On (B)(6) 2015, ECMO was terminated and on (B)(6) 2015 the sternal incision was closed. The patient was transferred to ICU stable on milrinone infusion. Due to clinical condition the patient remains on low-dose milrinone and has had pacemaker reprogramming to improve function, per report echo continues to reveal severely depressed function. A cath procedure on (B)(6) 2015 was completed without complication. Additional reprogramming was performed and the patient was discharged to home (B)(6) 2016.